Event description:
It was reported that during an unknown procedure, the active blade broke when wiped it out with gauze. Another device was used to complete the case. There was no adverse consequence to the patient.